Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. &#911; additional information regarding the patient event or the outcome of the patient has been provided.